Event description:
It was reported that the procedure was to treat a lesion in the lad. The lesion was predilated with a 2.5 balloon at 8 atm for 35 seconds. The zeta stent delivery system (sds) was inspected prior to use and no discrepancies were noted. The sds was then advanced to the lesion and pressurized to 10 atm., which successfully deployed the stent. The balloon was then deflated and an attempt was made to remove the sds. The device started to pull back, but then stopped with the distal balloon marker even with the distal end of the stent. As the sds was withdrawn, without force, it was noted that the distal part of the sds was not retracting and had become separated. Since it seemed that at least part of the separated distal portion of the sds remained in the guiding catheter, a second guide wire and a 2.0 balloon catheter were used in a retrieval attempt. The balloon was inflated near the end of the guiding catheter and then the guiding catheter was removed from the patient, which successfully retrieved the entire sds system. The stent had deployed well.